Manufacturer narrative:
Product event summary: the data files and afapro28 balloon catheter with lot number 18977 were returned and analyzed. The case file was not received. In the fault file, the following fault message was found on the reported event date: n-163 the system has detected a stuck stop button on the front control panel. The phrenic nerve capture was lost issue cannot be saved in a data file. Visual inspection of the balloon catheter was performed and no anomalies were identified during external visual inspection of the balloon, shaft, and handle segments. The catheter smart chip data was downloaded and reviewed. Data indicated the catheter was used for 5 applications on the reported event date. The catheter was recognized and passed the electrical integrity verifications and performance test. The catheter completed the inflation, ablation, and thawing phases with no console system notices generated. No performance issues were identified. All pressure and flow were in range and temperature curve had no oscillation or overshoot. Deflection testing (lever pushed to the forward and backward position) was performed, the shaft re-act as initially intended. No kinks were identified on the shaft and after dissection, the pull wires were also intact. In conclusion, the reported phrenic nerve capture issue occurred during the case and there is no indication of a relation of the adverse event to the performance and malfunction of the product. The balloon catheter passed the return product inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the catheter, a phrenic nerve injury occurred. The phrenic nerve capture was lost at 83 seconds and -47 degrees during the freezing of the right superior pulmonary vein (rspv). Despite attempts to stimulate the phrenic nerve 30 minutes post-procedure, stimulation was unsuccessful. The patient was under general anesthesia, and due to these complications, the case was aborted. The patient was unexpectedly hospitalized for monitoring of the phrenic nerve. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.